Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during a focal atrial tachycardia procedure, when the vizigo¿ was introduced in the right atrium and the dilator and the guide wire were to be removed, it was noticed that in the proximal valve, which is normally transparent, it looked white. Additionally, while removing the guide wire and the dilator, it was seen that the valve was not working, and that blood was coming out. The vizigo¿ was replaced with a new one and the issue was resolved. There was no patient consequence. There is no picture available. Air did not enter the patient¿s body and this issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding as the approximate volume of blood that was lost was 7 ml. The event date was confirmed as (B)(6) 2022.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The device evaluation was completed on 20-apr-2022. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during a focal atrial tachycardia procedure, when the vizigo¿ was introduced in the right atrium and the dilator and the guide wire were to be removed, it was noticed that in the proximal valve, which is normally transparent, it looked white. Additionally, while removing the guide wire and the dilator, it was seen that the valve was not working, and that blood was coming out. The vizigo¿ was replaced with a new one and the issue was resolved. There was no patient consequence. There is no picture available. Air did not enter the patient¿s body and this issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding as the approximate volume of blood that was lost was 7 ml. The event date was confirmed as 17-feb-2022. Device evaluation details: the sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo sheath. Visual analysis of the returned sheath revealed that no damage or anomalies were observed. The sheath was flushed with a syringe in order to verify if the hemostatic valve leaked, however, no leakage was observed. A device history record evaluation was performed for the finished device [ 50000043] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: - use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. - do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without hemostatic valve issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).